Event description:
It was reported "the luer hub was found flatted prior to the patient." No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened hemodialysis kit for analysis. No definite signs-of-use were observed on the sample. Dimensional analysis was not required as part of this complaint investigation. Functional analysis was not required as part of this complaint investigation. Additional testing was not required as part of this complaint investigation. All complaints are trended across product families on a monthly basis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". A non-conformance was initiated to further investigate this complaint issue. The report of a sterility breach was confirmed through complaint investigation. Visual analysis revealed that the proximal luer hub was crushed. Further analysis revealed an imprint on the tray and lidstock that resembles the defective catheter hub. This imprint resulted in a sterility breach. Based on the customer report and the sample received, packaging caused or contributed to this event. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.